Event description:
It was reported by service report that the nurse call will not activate, the brakes are not holding, and the power inlet filter is cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect dip switch settings.